Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental MDR will be provided.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx642t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to have underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) years. Weight: (B)(6). Kilograms (kg) height: (B)(6). Gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage, but dry deposits on the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 valve is not permeable, a computer controlled test is not possible. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Only dry bloody deposits were detected. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve was not permeable, but met all other specifications. The shuntassistant 2.0 operates as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. It should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we detected a presence of occlusion in the system at the time of investigation. However, it is possible that dry deposits from the dry return of the product could have caused the malfunction at the time of investigation. More deviations could not be detected. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.